Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 107ld9 / w9560 batch number, and no non-conformances were identified. Expiration date: mar/31/2030, date of mfg.: apr/08/2025. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot null device history batch null. Device history review a manufacturing record evaluation was performed for the finished device 107ld9 / w9560 batch number, and no non-conformances were identified. Expiration date: mar/31/2030 date of mfg.: apr/08/2025.

Event description:
Breakage suture. This case is from health authority. During vitrectomy, the suture incision, the suture broke twice. A new suture was replaced, but it broke again, causing bleeding from the incision and prolonging the surgery time. After two sutures broke, the third suture was successfully sutured .

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 3/26/2026. Corrected information: h11 initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Quantity of blood loss? Confirm the qty in cc. Was any transfusion necessary? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What is the current status of the patient? Please provide the source or name of person providing answers to follow-up questions: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. This event resulted in bleeding from the patient's incision (specific bleeding condition unknown) and prolonged surgery time (specific extension time unknown). No subsequent adverse event reports were received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.